Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was placed higher in the back. The patient was doing well postoperatively.